Manufacturer narrative:
The system was serviced in the field. The system was not booting and was stuck in "connected not ready". The iport was replaced which resolved the issue. The system passed all tests and was performing as intended. Codes 10, 114 and 4307 are applicable to this analysis. Other relevant device(s) are: kit svc bi71000644 mvs comp 3.2.1 engine bi30000111 plr iport gbt ethr ip kit svc bi71000483 o1000 x-stage cover. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the system was stuck in a state of "connected not ready". Reboot was performed with both the mobile viewing station (mvs) and image acquisition system (ias) disconnected and again with them connected, but with no resolution. Manufacturer representative performed troubleshooting. The ias was disconnected from the mvs. Both were booted separately and then connected together. The system then displayed "standalone mode". Both the ias and mvs was also rebooted while connected too but with no resolution. No patient involved.

Manufacturer narrative:
The pleora I-port was returned to the manufacturer for analysis. It was installed in an imaging test system. The system did not ready and remained in standalone mode. Visual inspection of pleora showed no led activity indicating no data transmission. Faulty pleora. The hardware investigation found that the reported event was related to a hardware issue. Previous codes still applicable. If information is provided in the future, a supplemental report will be issued.